Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 29-apr-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, a field service engineer (fse) assisted the customer by reseating the pyxibus cable. The system functioned as intended after the issue was resolved.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es, the main drawer 4 failed to lock. The customer attempted to recover storage space and rebooted the station, but the issue persisted. The customer reported that they had to access the medications from the pharmacy that caused a delay in patient care. There were no adverse events or injuries reported based on this event.